Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Screwhead sheared off while surgeon was screwing screw into the pt. Screw portion left in pt. Repositioned plate to work around screw. Surgery continued with the pt.